Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing and pacing inhibition. Insulation damage was also noted on the lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.